Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the power supply was defective and lacked an output voltage. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a charger indicating that it would not power on.